Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing of p-waves during non-sustained ventricular tachycardia (vt) episodes. The ra lead sensitivity was reprogrammed, leading to far field r-wave (ffrw) oversensing. The ra lead sensitivity was reprogrammed back to its original sensitivity settings, as the atrial under-sensing was a rare occurrence. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.